Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the intima-ii 24 ga x 0.75 in mz slm npvc needle had pierced through the needle cover, and was found before use when opening the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 10:05 on (B)(6) 2020, the nurse used the closed intravenous indwelling needle to give the child intravenous infusion as prescribed by the doctor. After opening the package bag of the closed vein indwelling needle, the nurse found that the tip of the vein indwelling needle was bent and the tip punctured the protective sleeve. After discovering this, the nurse immediately stopped using the indwelling needle and replaced the same type of closed vein indwelling needle to give the children transfusion treatment. The subsequent infusion was successfully completed, and the incident did not cause any harm to the children".

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8307928. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not provided by your facility for evaluation. Previous investigations have shown that a large bend suggests a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been recommunicated. H3 other text : see h.10.

Event description:
It was reported that the intima-ii 24gax0.75in mz slm npvc needle had pierced through the needle cover, and was found before use when opening the packaging. The following information was provided by the initial reporter, translated from chinese to english: "at 10:05 on (B)(6) 2020, the nurse used the closed intravenous indwelling needle to give the child intravenous infusion as prescribed by the doctor. After opening the package bag of the closed vein indwelling needle, the nurse found that the tip of the vein indwelling needle was bent and the tip punctured the protective sleeve. After discovering this, the nurse immediately stopped using the indwelling needle and replaced the same type of closed vein indwelling needle to give the children transfusion treatment. The subsequent infusion was successfully completed, and the incident did not cause any harm to the children."